Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the morning after implant it was discovered that the right atrial (ra) lead and right ventricular (rv) lead had pulled back from where they were initially placed and were unable to effectively sense or pace the heart. The rv lead was repositioned and placed back into an effective position. After multiple attempts the ra lead could not be placed effectively and it was noted that every time the lead was screwed in it would fall out immediately or within a matter of minutes. The ra lead was removed and another lead was attempted but difficult patient anatomy led the physician to place a pin plug in the atrial port. No patient complications have been reported as a result of this event.